Event description:
This polaris adjustable pressure valve was implanted to a pt (implantation date is unk). As it was impossible to adjust the pressure of the valve, the valve was explanted. Moreover, the neurosurgeon remarked that the ruby ball inside the valve came out of its seat.